Event description:
It was reported that a patient enrolled in the (B)(6) study, underwent a total left hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009, due to pain, necrosis, chronic effusion and probable metal sensitivity based on clinical impression. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03368 / 03369).